Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:the pump powered on with a blank display screen. The display screen was found to be cracked. Display functionality returned to normal after replacement of the damaged display screen with a test display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s display screen was cracked. It was reported this issue was noticed when the pump was being worn while the patient was playing a sport. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.